Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for the lot number involved in this complaint was reviewed and the device was produced according to the manufacturing procedures and met the quality requirements prior to release. Device not returned.

Event description:
It was reported in FDA report # mw5040086 that, "a patient developed a vesicle/burn at the posterior cervical injection site the next day post cervical radiofrequency ablation. The patient was treated for the burn at the wound clinic. The diagnosis or reason for use: radiofrequency ablation. The patient's treatment included: 100 micro grams of fentanyl, 2 milligrams of versed, 10 ml 0.2%, naropin, 10 milligrams 1% lidocaine, " no further information provided. Please note that halyard health owns this product line, and have reported an MDR for this incident under MFR report number: 8030647-2016-00036.